Event description:
It was reported that after the lead was connected to the implantable cardioverter defibrillator (ICD), the device was once disconnected because, the physician was concerned about the slack of the lead around the device. During lead disconnect it was noted that the physician tended to over-rotate the setscrew when unscrewing, the physician was reminded over-rotate the setscrew. Then, when the ICD was being connected again, the wrench did not go into the screw thread. As silicone debris could have been entered in the grommet, the physician tried to remove it using a thin puncture needle; yet, the wrench could not be inserted into the thread. A new wrench was attempted, but was unsuccessful. Therefore, the ICD was removed and replaced with another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated a loose/detached set screw, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).